Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit(iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the erbe displayed error c-34 only after start up. There was no report of patient involvement or injury. Intuitive surgical (isi) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that was the issue identified prior to starting pre-anesthesia (ports not placed). There were troubleshooting steps performed to attempt to recover from the fault. The device was started several times, and each time after starting, the diathermy unit displayed a single error message. The issue was resolved by replacing the device.